Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "is beeping done, but no feed was delivered". The initial reporter also stated that the patient did not experience any adverse effects due to this complaint, but did not provide any further information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. When the pump was returned to mmdg for evaluation, the pump did infuse correctly and within product specifications, however, the pump failed to alarm "load set" correctly. The cause of the alarm failure was a failed pcb. The pump was repaired.

Event description:
The initial reporter stated that the pump "is beeping done, but no feed was delivered". The initial reporter also stated that the patient did not experience any adverse effects due to this complaint, but did not provide any further information. (B)(4).